Event description:
New information notes the lead was capped.

Event description:
It was reported that externalized conductors were found via x-rays. All measurements were in range. The physician will monitor the patient. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.